Event description:
It was reported that high, out of range, pacing lead impedance and an alert for out of range high voltage lead impedance were noted. The lead was capped and replaced without issue. The proximal end of the explanted lead was noted to be twisted due to suspected twiddlers syndrome. The patient condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.